Event description:
It was reported that the patient was hospitalized and required an emergency MRI. The manufacturer attempted to obtain additional information regarding the nature of the hospitalization but none was available. There were no reports of device-related issues prior to the hospitalization.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.